Manufacturer narrative:
(B)(4). The name of the initial reporter is unknown. The manufacturer representative was provided as the initial reporter name. Information regarding patient age, gender, weight, race, ethnicity, and medical history were not provided. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
During a coil embolization of an aneurysm at the renal artery, a deltafill18 (dlf181040, s14087) was being used as the 3rd coil in this procedure. Pre-deployment electrical check indicated the power was supplied normally but the power lump did not illuminate when the coil was attempted to detach after placing the coil. The coil was removed. The micrusframe (mfr140820, s14125) was being used as the 13th coil. However, there was resistance felt in the micro catheter and shaft got kinked. Furthermore, a peel-off become impossible. The coil was removed. The procedure was successfully completed without further issues or delay. There was also no patient injury or complications. Reported. The products will be returned for investigation. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU). Constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. There was no problem with the other coils that were used under the same conditions. The patient¿s vessel was moderately torturous and not calcified. A dcb02 and a micro catheter (prowler select plus) were also used for this procedure. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). There was no excessive force used at any time with the device. There were no difficulties removing the delatfill18 from the patient. It is unknown if the same control cable was used successfully to detach coils prior to complaint products. There was no ¿system fault¿ on the dcb. Complaint conclusion: during a coil embolization of an aneurysm at the renal artery, a deltafill18 (dlf181040, s14087) was being used as the 3rd coil in this procedure. Pre-deployment electrical check indicated the power was supplied normally but the power lump did not illuminate when the coil was attempted to detach after placing the coil. The coil was removed. The procedure was successfully completed without further issues or delay. There was also no patient injury or complications. Reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU). Constant flush had been maintained at all time. No visible defect/damage was noted on the product prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. There was no problem with the other coils that were used under the same conditions. The patient¿s vessel was moderately torturous and not calcified. A dcb02 and a micro catheter (prowler select plus) were also used for this procedure. Additional information indicated that there was no excessive force used at any time with the device. There was no difficulties removing the delatfill18 from the patient. It is unknown if the same control cable was used successfully to detach coils prior to complaint products. There was no ¿system fault¿ on the dcb. No further information is available. (B)(4). The device for this pi has a delta-shaped primary wind. The embolic coil has been advanced out of the introducer. The device is fully unsheathed. The translucent introducer sheath passes through the resheathing tool instead of passing out the v-notch. The resheathing tool advances over the green introducer. There are bends in the device positioning unit (dpu) core wire approximately 37 cm, 49 cm, 57 cm, and 70 cm from the proximal end. The ball tip is intact. The embolic coil is not kinked or stretched. There is blood on the articulating joint, but the joint is intact. The resistance heating (rh) coil has not heated. The resheathing tool is fractured from the point of the v-notch to its proximal end. Resistance of the device was measured with multimeter 70042-04d. Resistance was 49.9 ¿, which is within the specification range of 48.5 ¿ 56 ¿. The device was connected to lab detachment control box (B)(4) with lab enpower control cable (B)(4) and the power was turned on. The system ready light illuminated. The embolic coil was immersed in warmed enzyme solution and the detach button was pressed. The embolic coil detached. After detachment, microscopic evaluation demonstrates that the rh coil has heated. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. The complaint that the embolic coil failed to detach is not confirmed. The embolic coil detached under laboratory conditions. The dcb and control cable used during the event were not returned. Without return of these devices, the cause for the reported event cannot be identified. Bends in the dpu core wire and damage to the resheathing tool are evidence of the application of excessive force. The damage to the resheathing tool is an indication that the device was not properly unlocked prior to unsheathing. The IFU (lcn 208535-001 rev. C) instructs the user to unlock the device by gently pulling the clear tab of the introducer sheath out and away from the re-sheathing tool at a 45-degree angle. Pulling the tab straight out (in parallel to the dpu) will result in damage to the resheathing tool, and may cause damage to the embolic coil. In this case, it appears as though the tab was pulled parallel to the resheathing tool to the point where the resheathing tool split from the v-notch to the proximal end. This resulted in the translucent introducer sheath relocating so that it passed through the entire resheathing tool instead of exiting the opening with the v-notch. The application of excessive force that cause the damage to the resheathing tool may also have caused the bends in the dpu core wire. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.